Event description:
Subsequent information was received that this product has been explanted due to patient infection. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this product was going to be part of a system explant due to a patient infection. There was no report of additional adverse patient effects. Available information suggests that at this time, the device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.